Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an inquiry as to whether the discriminator can be turned off. When the patient is in atrial fibrillation the p-waves are undersensed. The patient received an inappropriate shock. The discriminator can be turned off. The device and lead are still in use. No patient complications have been reported as a result of this event.